Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a shaft inserter having spinal therapy. It was reported that after implanting the cage, the surgeon wasn¿t able to disconnect the inserter from the cage using the wheel on the hind of the inserter. Eventually, by rotating the entire handle, the inserter was disconnected.  The inserter handle on the back table was inspected and when the inner stylet was removed the small ball bearing at the top of the stylet fell out. There was no patient symptom reported. There were no further complications reported regarding the event. Additional information received that the instrument broke and ball bearing in distal end of the stylet came dislodged. Ball bearing fell out of inserter handle on back table, no component/fragment remained in patient. Product came in contact with the patient. Procedure involved was l2-l5 oblique lateral interbody fusion (olif), l5-s1 transforaminal lumbar interbody fusion (tlif) and t10-s2ai posterior fusion. Patient was doing well. There was no revision surgery planned/ occurred as a result of the event.

Manufacturer narrative:
Product analysis #(B)(4), part # 5330009 lot # id23a006 visual inspection did not reveal any damage to the threads of the inserter. Optical inspection confirmed the ball detent area has been damaged and the bearing is missing. Unable to determine root cause of the damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.